Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent after the device evaluation if the device is received.

Event description:
It was reported that the device left metal shavings in the wound during procedure. Request for additional information was returned and it was reported that the shavings were inside of the knee and were irrigated out as much as possible with the arthroscope. No x-rays were taken.

Manufacturer narrative:
The device was returned to the manufacturer with contaminants consistent to use in the field and patient contact. The device was subject to visual and functional inspections and subjected to the spin/drop function test. No metal rubbing was detected and device passed all functional testing. The distal ends were examined under magnification. Some pitting was found on the rear of the inner subassembly. Scorning marks are present, however they do not correspond to each other. Root cause of the metal shavings, if any, is unknown. Shaver does not appear to be defective. The device history record was reviewed and no discrepancies were found.